Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronic assembly. There was also moisture damage to the motor assembly. The pump was unable to perform functional test due to blank display. The pump had minor scratched lcd window. There were also cracks on the case near display window corners, reservoir tube lip and the lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer stated they went swimming wearing the insulin pump. Customer mentioned there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.